Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis, wear and loosening of the tibial tray components at the cement to implant interface. Unknown cement was used. This patient has a left total lcs knee that was done in the 90's. The tibial tray has subsided and was loose. The tibial tray was loose and came out with no cement on its backside. The femur was porous and well fixed, but still removed due to exposure. The metal backed patella was retained, but the poly button on it was replaced. During the surgery, the t-handle for the reamers would stuck and hold the reamer making it difficult for removal. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.